Event description:
Procedure type: colon resection. Patient gender: unknown. According to the reporter: the device cut and stapled, but the surgeon had trouble removing it from the patient. The device was pulled and finally removed without much damage to the patient. The patient was discharged from the hospital in 2008.